Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had detached from the cannula. Therefore, her blood glucose level was 265 mg/dl at the time of this event. Moreover, she did not notice any damage to the infusion sets when the package was first opened. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.